Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran a contamination test, resulting negative. The cse aligned and verified alignments of all arms and mixers. The cse ran precision and system check, which were acceptable. The cse then ran quality controls, resulting within range. The cause of the falsely high discordant, (ctni) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension xpand plus w/ hm instrument. The discordant result was reported to the physician(s), who questioned it and requested a retest. The sample was retested on an alternate dimension instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.